Event description:
It was reported to co that 10 years after a rectal prolapse repair procedure, the prolene mesh migrated and subsequently adhered to visceral organs. Corrective surgery was attempted without success. No further info is available.